Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as the hospital reported that it is not available. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post- implantation). Prosthetic endocarditis of valves and rings is a serious complication in patients that have these devices. It can occur early or late after implant. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case, the endocarditis was reported after an implant duration of 53 days. A search of our complaint system was conducted for any reported infection involving a device sterilized in this lot and there were no other reports of a similar nature (endocarditis - sternal wound), as of (B)(6) 2015.

Event description:
Through follow up with the healthcare provider edwards learned that a 25mm aortic valve was explanted after an implant duration of one (1) month and twenty-two (22) days due to endocarditis. It was reported that the patient had a sternal infection. The patient was reported to have been discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 25mm aortic valve was explanted after an implant duration of one (1) month and twenty-two (22) days due to unknown reasons. The explanted device was replaced with a 23mm aortic bioprosthetic valve. No additional information was provided.